Event description:
In 2001 the user facilities lead in materials informed the MFR's representative of the following: in 2001 the user facility implanted a dlc-800tec. When the dialysis nurse hooked up the catheter to the machine, blood began spurting from what appeared to be a pinhole. The dr was called and he flushed the catheter and confirmed the leak. Then the dr explanted the catheter. This device catheter was destroyed and will not be returned to the MFR. Another device (same catalog #) was placed. Eleven days later, the new device was placed. Revealed a leak from a pinhole that was observed in the catheter. The physician explanted this catheter and is returning to the MFR. The lot #'s for these devices are not available.